Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2010: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: symptomatic incarcerated recurrent ventral hernia, hypertension, chronic gastritis, history of carcinoma of the urinary bladder. Postoperative diagnosis: symptomatic incarcerated recurrent ventral hernia, hypertension, chronic gastritis, history of carcinoma of the urinary bladder plus multiple intraperitoneal adhesions. Name of operation: exploratory laparoscopy. Then, the procedure was transferred to an open exploration with excision of the umbilicus, lysis of multiple intraperitoneal adhesions, and repair of incarcerated ventral hernia using gore dual mesh plus 15 x 19 cm. Anesthesia: howard harrison roberts, md. History and findings: this is a 73-year-old female who has had multiple abdominal surgeries. She developed recurrent ventral hernia, was repaired in the past and at the present time, has some incarcerated colon. On laparoscopic exploration, multiple adhesions were present and was decided to do an open procedure in stat [sic]. Description of procedure: ¿with the patient under general endotracheal anesthesia in supine position, prep and drape of whole abdomen was performed in usual sterile manner. A 5-mm trocar was then placed under the left costal margin into the intraperitoneal cavity. Co2 was then injected until the intra-abdominal pressure was around 15 mmhg. The scope was then introduced. Multiple intraperitoneal adhesions were present. Some bowel was seen incarcerated in the sac. At this point then, it was decided to do an open exploration, so midline incision was performed from about 4 inch above the umbilicus to about 4 inches below. It was an elliptical longitudinal incision where the umbilicus was included. Dissection was carried down through the subcutaneous tissue to the left side first running all the way down around the hernial sac, all the way down until the fascia was identified. Same procedure was performed on the right side, going around the sac itself all the way down to the fascia. The rectus muscle was then identified. At this point then, the sac was opened and intraperitoneal cavity was entered. Careful dissection in opening of the sac was performed. The colon was then dissected away from the sac itself until it was freed completely. Once this has been freed completely, then the peritoneum on the left side was dissected away from the multiple intraperitoneal adhesions just enough to place the dual mesh. Same procedure was performed below down to the pubic bone to the right side and once the area had been cleared completely, the colon was placed in normal position. The hernia sac, umbilicus, and hernial ring were removed. At this point then, the measurements of the defect were taken and in order to have a good support, a 15 x 19 cm mesh was chosen. Multiple sutures were present in the perimeter of the mesh, a total of 16 sutures. Then, the mesh was placed inside of the peritoneal cavity beginning from about 6 o¿clock, the sutures were placed through the fascia going down to 9 o¿clock and then 12 o¿clock. At this point then, once all the sutures had been placed and secured down, then the protract was used in order to fix completely the mesh to the peritoneum in order to avoid any spaces. At this point then, the mesh was opened in the midline. The left side was then introduced into the peritoneal cavity. Same procedure was performed starting from 12 o¿clock going to 3 o¿clock until 6 o¿clock. Once the sutures had been placed, then the protract was again used in order to secure all the spaces between the suture. The area was then carefully irrigated. Once no significant bleeding was observed, then closure of the mesh in the midline was performed using the running #1 gore-tex suture. At this point then, the fascia was approximated loosely with a running #1 vicryl suture. Then, the intraperitoneal cavity was insufflated again up to 15 mm. The scope was then introduced and the mesh was found to be in very good position. At this point, the co2 was discontinued. Co2 was then removed from the intraperitoneal cavity. The subcutaneous tissue was then irrigated and a lot of dead subcutaneous space was found, so two retention sutures were placed in order to prevent the extension of the subcutaneous tissue. A #19 jackson-pratt was used to drain the subcutaneous tissue. Then, the wound was closed in layers using interrupted 3-0 chromic for subcutaneous tissue and interrupted 3-0 nylon suture for the skin. The dressing was then applied. Patient was then sent to recovery room in stable condition. The estimated blood loss during the procedure was less than 100 ml of blood. No blood was transfused. One drain was left for the subcutaneous tissue.¿ product identification records for the alleged gore® dualmesh® plus were not provided. On (B)(6) 2015: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: bowel obstruction. Postoperative diagnosis: bowel obstruction. Procedure: exploratory laparotomy, lysis of adhesions for approximately 3 hours. Indications for procedure: the patient, who had presented to the hospital with complaints of abdominal pain, complete workup was found to have bowel obstruction, was considered high degree bowel obstruction. Informed consent of the above-mentioned procedure was obtained. The patient was brought to [sic]. Description of procedure: ¿on the day of surgery, the patient was brought to the operating room, laid supine, preoperative antibiotic given, bilateral scds were placed. The patient was intubated, prepped and draped in usual fashion. Utilizing a knife, a skin incision made. Dissection down to the fascia was done with electrocautery. The previously place mesh was identified. This was transected to give exposure to the abdominal cavity. Immediately noted was a significant amount of adhesions. This was sequentially taken down. A total of 3 hours of lysis of adhesion was conducted. They were multiple interloop adhesions. The bowel stuck to both mesh, the abdominal wall and also the colon as well as mesh abdominal wall. This was all taken down. At the end of lysis of adhesions, the bowels were run from the ligament of treitz to the terminal ileum. No further obstruction was noted. The small bowel was placed in the abdomen. The skin incision was closed with #1 looped pds. The fascia was closed with #1 looped pds and the skin was closed with staples. The patient was sent to the ICU, intubated. On (B)(6) 2015: [missing records: the complete ¿work up¿ diagnosing bowel obstruction was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. Unknown gore device statement it should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: not provided. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010 whereby a alleged gore mesh product was implanted. It was reported the patient alleges the following injuries: bowel obstruction requiring an additional surgery on (B)(6) 2015. Additional event specific information was not provided.